Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the shortened replacement window product advisory population, had a monitoring voltage of less than 2.65 v after approximately 42 months of implant. A field representative asked whether this device was exhibiting advisory behavior. The boston scientific crm technical services department discussed that without previous battery voltage data, it would be impossible to determine if the device was exhibiting premature battery depletion. Available information suggests that this battery voltage data is not available. The physician planned to bring the patient back in 1 month to assess the battery. Subsequently, this device declared end of life (eol) and was explanted after approximately 56 months of implant. No adverse patient effects were reported as a result of this observation, and the explanted device was returned for analysis.

Manufacturer narrative:
Analysis of this device is currently in progress. This event will be updated as additional information becomes available. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.